Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr troubleshoot the avea ventilator unit and would not power on. Front panel indicators not lit. Fsr checked the fuses and will ordering replacement of power supply. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit went inop/inoperable during patient use. No patient harm, as an intervention, patient was put on different ventilator.